Event description:
During an implant procedure, the set screw of the device was not able to be tightened into the header of the device. The set screw was examined and was found bent. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.